Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Egg switch works intermittently, casters do not take the brunt, casters are not holding and are bottoming out while driving the power chair.